Manufacturer narrative:
The fiber was returned and upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Visual analysis of the device revealed the glass cap and metal cap were detached and not returned. It is likely that the fiber was buried into tissue during use, thereby causing the damage observed during analysis. The fiber was functionality tested and the connector segment and saline flow test were passed. The fiber was functionally tested with the hene (helium neon) laser fixture. The testing conducted did not identify signs of breakage along the length of the fiber. The fiber was tested using the forward firing test fixture, the rate resulted above the threshold for potential patient harm. Based on the analysis results, the reported allegation of damaged on the distal end of the fiber was confirmed. The device history record confirmed that the device met with all manufacturing specifications prior to distribution and there were no manufacturing deviations. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. A risk review was completed and confirmed that the event was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Based on the information available, a conclusion code of unintended use error caused or contributed to event was assigned to this investigation.

Event description:
It was reported that during a transurethral vaporization of the prostate procedure, damage was noted on the distal end of the fiber. The procedure was completed with another of same device. There were no patient complications reported as a result of this event. Analysis of the returned device identified a glass cap and metal cap detachment.